Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached over 700 mg/dl while wearing the pod between 4 and 24 hours. Symptoms reported include nausea and vomiting. The patient was treated with insulin drip. The patient is still in the hospital at the time of the report. The pod was worn when seeking medical attention.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Cloud - locked down/smartphone phone_control_ios. Cloud - omnipod 5 software app version 1.1.6. Cloud - smartphone operating system 18.2. Cloud - smartphone hardware iphone11.8. Cloud - cgm sensor type g6. High blood glucose is a common symptom for people with diabetes (glucose monitoring data from people with diabetes indicate that on average, they can experience blood glucose levels above 250 mg/dl for 14-25% of the time[1][2][3]..), and it would be challenging to speculate on a cause for the complaints without receiving the devices back for an engineering investigation. [1] beck rw, bergenstal rm, cheng p, kollman c, carlson al, johnson ml, rodbard d. The relationships between time in range, hyperglycemia metrics, and hba1c. J diabetes sci technol 2019;13:614-626. [1] welsh jb, derdzinski m, parker as, puhr s, jimenez a, walker t. Real-time sharing and following of continuous glucose monitoring data in youth. Diabetes ther 2019;10:751-755. [1] puhr s, derdzinski m, welsh jb, parker as, walker t, price da. Real-world hypoglycemia avoidance with a continuous glucose monitoring system's predictive low glucose alert. Diabetes technol ther 2019;21:155-158.

Manufacturer narrative:
The download data from the received device does not contain any timeouts or pulse width increases that would indicate a failure to deliver insulin. No drive stalls occurred, and no hazard alarms were generated during pod operation. Inspection of the patient history buffer (phb) data found that the automated glucose control (agc) algorithm was able to appropriately adapt to changes to estimated glucose values (egvs) and user inputs. The investigation did not find any damages or deficiencies that would result in the device failing to deliver insulin.